Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in an integrated apd set w/cassette which resulted in a leak. There was fluid dripping from the cycler door. This occurred during priming of the device for peritoneal dialysis therapy. The patient restarted the setup process with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a crack on the cassette. Under water pressure testing was performed and a leak was observed in the cassette due to the crack. The reported condition was verified. The cause of the damage was due to the flow wrapper packing machine during the packaging process of manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.